Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). (B)(6).

Event description:
The customer received questionable high hemoglobin a1c results for an unknown number of patient samples from the cobas c513 analyzer from (B)(6) 2018. All of the erroneous results were reported outside of the laboratory. The issue was discovered when a client called questioning the results. The samples were repeated on another cobas c513 analyzer and those results were believed to be correct as they correlated with the patient's glucose result as well as with the patient's previous hemoglobin a1c result. Data was provided for six patient samples. Refer to the attachment to the medwatch for all patient data. There was no adverse event. The reagent lot number was 25528001 with an expiration date of 31-jan-2019. Calibration and qc data was within range and was acceptable. The field service representative could not find a cause. He assisted the customer with replacement of the sample probe, performed adjustments, and performed general system checks which all passed. The issue appeared to have been resolved by the service actions.